Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on the patient experienced continuous ventricular arrhythmia requiring defibrillation or cardioversion. The patient was admitted from (B)(6) 2026. Although the event was considered to be unrelated to the device, it could not be ruled out. The causality could not be denied because of the origin of the ventricular tachycardia (vt) likely being the cuff-mounted part, but the influence of the progression of the disease was considered to be high.